Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1422120 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to return the complaint device. The investigation will be updated once the device has been returned and evaluated. From customer testimony, it is known that the complaint device was advanced over a 0.014¿ diameter, roadrunner wire guide. The device was flushed as per the instructions for use. The stent was eventually deployed, at the intended target site. The patient anatomy was moderately calcified and tortuous. Pre-dilation was conducted prior to stent deployment. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the use of a non-recommended wire guide, or the moderately calcified and tortuous patient anatomy. The customer reported that the complaint device was advanced over a 0.014¿ diameter wire guide. The wire guide could have provided insufficient support during deployment. The calcified and tortuous anatomy could have created resistance during deployment. These factors could have caused or contributed to the thumbwheel malfunctioning. However, as the device has not yet been returned for evaluation, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the product instruction for use: precautions: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment and removal in order to ensure adequate support of the system¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1422120. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During a peripheral intervention procedure, the zilver ptx 35 drug-eluting stent was about "halfway" deployed when the thumb wheel broke causing the stent to not completely deploy. The handle was taken apart to be able to manually "deploy" the stent. No adverse effect to the patient.

Event description:
This follow up report is being submitted to inform the FDA that the device has been returned and is currently being evaluated. During a peripheral intervention procedure, the zilver ptx 35 drug-eluting stent was about half way deployed when the thumb wheel broke causing the stent to not completely deploy. The handle was taken apart to be able to manually deployed the stent. No adverse effect to the patient.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) #p100022/s014. The device evaluation for this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) #p100022/s014. Problem statement: as reported to customer relations: "during a peripheral intervention procedure, the zilver ptx 35 drug-eluting stent was about half way deployed when the thumb wheel broke causing the stent to not completely deploy. The handle was taken apart to be able to manually deployed the stent. No adverse effect to the patient." Device evaluation: the zisv6-35-125-6-120-ptx device of lot number c1422120 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a 0.014¿ diameter, roadrunner wire guide. The device was flushed as per the instructions for use. The stent was eventually deployed, at the intended target site. The patient anatomy was moderately calcified and tortuous. Pre-dilation was conducted prior to stent deployment. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: is the complaint confirmed? No. Observation of device effects, relative to the patient's anatomy: the usually high aortic bifurcation would have increased the retraction force required to deploy the stent. The sfa calcification should have had no effect. Observation of device effects, relative to the disease state: none. Observation of significant findings relative to the use of the device: the report states that a .014 roadrunner wire was used. This would have increased retraction resistance by decreasing support over the steep bifurcation. Observation of additional device findings relative to the clinical perspective: because the stent was still deployable by taking apart the handle, the retraction ribbon must have been still attached to the inner blue delivery sheath. This leaves jamming of the pinwheel as the most likely mechanism. Alternatively, once resistance created by the steep bifurcation and small wire was felt, the operator opened the handle rather than apply additional force. However, resistance manually pulling on the ribbon would still have been encountered and would have likely been reported instead of pinwheel failure. Findings: 1. Two images are provided. 2. One is an image from the pre-implantation abdominal aortogram. Although quality of this image was poor, it was evident that access to the right leg from the left common femoral artery required traversing an unusually high aortic bifurcation. 3. The second image is a fluoroscopic image without contrast of the right thigh demonstrating moderate to severe calcification of the sfa that presumably was the intended implantation site. 4. The report states that a .014 roadrunner wire was used. Impression: 1. Pinwheel failure cannot be confirmed because the imaging does not include the event or the failed device. 2. The usually high aortic bifurcation and a .014 rather than a .035 wire would have increased the retraction force required to deploy the stent. The sfa calcification should have had no effect. 3. Because the stent was still deployable by taking apart the handle, the retraction ribbon must have been still attached to the inner blue delivery sheath. This leaves jamming of the pinwheel itself as the most likely mechanism. Alternatively, once resistance created by the steep bifurcation and small wire was felt, the operator opened the handle rather than apply additional force. However, resistance manually pulling on the ribbon would still have been encountered and would have likely been reported instead of pinwheel failure. The device related to this occurrence underwent a laboratory evaluation on the 01st february 2018. On evaluation of the returned device, it was noted that the device was returned with the handle disassembled. The stent retraction wire was observed to be separated from the stent retraction sheath (srs). Crinkles were found in the distal srs, and a kink was found in the srs, 51cm from the distal end of the srs. ¿fish mouth¿ damage was observed on the distal white tip. A kink was found in the proximal stability sheath and the proximal inner components. The device was returned without the stent. Complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was observed to be separated from the stent retraction sheath (srs). Possible causes for this occurrence could include the use of a non-recommended wire guide, or the tortuous patient anatomy. The customer reported that the complaint device was advanced over a 0.014¿ diameter wire guide. The wire guide could have provided insufficient support during deployment. The high aortic bifurcation could have created resistance during deployment. These factors could have created the damage in the distal white tip, and the kink in the stent retraction sheath. The kink in the sheath could have caused or contributed to high forces during deployment, and leading to the stent retraction wire separating from the stent retraction sheath. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that the clinical reviewer stated that the retraction ribbon (stent retraction wire) must have been attached to the blue delivery sheath (stent retraction sheath). However, the device evaluation found that the stent retraction wire was separated from the stent retraction sheath. The clinical reviewer made the following clarification : "as these are independent physician reviews based on provided imaging, it¿s not uncommon that the physician review may contradict your investigation. The statement about jamming was dr. Timperman¿s assessment based on clinical knowledge and experience." It can be noted that as per the product instruction for use : precautions: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment and removal in order to ensure adequate support of the system¿ it may be noted that a CAPA (pr216126) has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was observed to be separated from the stent retraction sheath (srs). The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to update the investigation with the image review during a peripheral intervention procedure, the zilver ptx 35 drug-eluting stent was about half way deployed when the thumb wheel broke causing the stent to not completely deploy. The handle was taken apart to be able to manually deployed the stent. No adverse effect to the patient.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) #p100022/s014. The device evaluation for this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
This follow up report is being submitted to inform the FDA that the device is currently being evaluated. During a peripheral intervention procedure, the zilver ptx 35 drug-eluting stent was about half way deployed when the thumb wheel broke causing the stent to not completely deploy. The handle was taken apart to be able to manually deployed the stent. No adverse effect to the patient.